Event description:
It was reported to philips that the device failed operational check. There was no patient involvement. The device was received by bench for repair on (B)(6) 2021. The noted failure was identified during inspection of the device by an authorized bench technician. As a result of the issue, it was determined that the therapy capacitor would need to be replaced. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy capacitor . The therapy capacitor was replaced to resolve the reported issue and the device was scheduled to be returned to the customer site. No further evaluation is required at this time.